Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime and saw fluid flow through infusion set and out catheter tip. The reservoir not occluded.

Event description:
The customer reported via phone call that she received several no delivery alarms. The no delivery alarm was resolved with a complete set change. The up and down arrow buttons on the insulin pump were sometimes unresponsive. Customer's blood glucose level was 483 mg/dl. She treated her blood glucose level with a bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.